Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Troubleshooting could not be completed at the time of initial contact and customer technical support has been unsuccessful in reaching the reporter for troubleshooting. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the pump history was reviewed and no evidence of battery life issue was observed. The battery voltages in the black box were within normal specifications. The pump current draws all measured within specification. The pump cover was removed and no intermittent connections or moisture damage was observed.